Event description:
During an implant procedure, the device was observed to be in backup (bvvi) mode. The device was exchanged to resolve the event. The patient was stable.

Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in backup (bvvi) mode with the battery voltage above elective replacement indicator (eri). Analysis performed found memory errors registered in the device memory, which is consistent with an integrated circuit anomaly. After the device was restored from backup mode, further testing was able to reproduce the backup operation during cold temperature. This is consistent with an integrated circuit anomaly with cold temperature sensitivity. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.